Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contraction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown, "concern with the product", "hardness", and "inflammation." Additionally, patient reported "swelling." Patient also reported "muscle aches", "sore muscles", 'devices not the size they asked for", "couldn't breath and couldn't take a deep breath"; these are not device related. Device remains implanted.